Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. No unexpected excessive no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch 3004209178-2016-79892.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 436 mg/dl. The customer treated with manual injection. The no delivery alarm had been resolved with a complete set change. However, the alarms were a recurring issue and the customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.